Manufacturer narrative:
The procedure date is estimated based of 6 weeks before aware date.

Event description:
It was reported that a thrombus occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal . The patient presented for their 45 day follow up which revealed a device related thrombus. The patient was taking direct oral anticoagulant and acetylsalicylic acid. The same medication regime will be continued for three months.